Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device failed pre-use check. The pressure transducer board and air gas module were checked and have been pointed out as defective and need to be replaced to resolve the issue. For the time being the customer did not decide to purchase the new parts and device has not been repaired. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure and defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).